Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was circulation pump failure. The biomed had the arctic sun device that was not filling, after troubleshooting they found that the circulation pump had failed no vacuum 0 psi but they could hear the pump running. They had no records of the 2000-hour preventive maintenance being done and said they did not have any records of it being done either and since the machine had 5986 hours recommended the 2k preventive maintenance, gave prices. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, after troubleshooting they found that the circulation pump had failed no vacuum 0 psi but they could hear the pump running. They had no records of the 2000-hour preventive maintenance being done and said they did not have any records of it being done either and since the machine had 5986 hours recommended the 2k preventive maintenance, gave prices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, after troubleshooting they found that the circulation pump had failed no vacuum 0 psi but they could hear the pump running. They had no records of the 2000-hour preventive maintenance being done and said they did not have any records of it being done either and since the machine had 5986 hours recommended the 2k preventive maintenance, gave prices.